Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The lancet device lot number was not provided, nor the lancets. The lancet device was returned for product evaluation.